Event description:
It has been reported to philips that the system stopped at 0:00 and would not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and identified an failure of the internal relay in the main cabinet power supply unit which caused a delay in the startup of the image processing pc. Fse proceeded to replaced the power supply unit and confirmed that system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system cannot be started¿. As a troubleshooting action fse checked ippc power supply and confirmed that cause of the problem was broken mpdu relay. Fse replaced mpdu. After the replacement of mpdu, the system was returned to use in good working order. Codes were updated based on the investigation outcome.